Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Distributor did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - additionalthe complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of no audio output could not be confirmed.

Manufacturer narrative:
(B)(4).